Event description:
It was reported that the right ventricular (rv) pace/sense/defib lead had unacceptable thresholds and apparent dislodgement, and that the right atrial (ra) lead had loss of capture and sensing difficulties. The rv and ra leads were removed, and new ra and rv leads were implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead had unacceptable thresholds and apparent dislodgement. It was also reported that the right atrial lead had loss of capture and sensing difficulties. Both leads were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the lead was returned in segments, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the distal conductor (not obstructed), the outer tubing overlay melted, the outer tubing overlay melted, the outer insulation was torn, the outer tubing overlay was breached cut, the outer insulation had a cosmetic depression and there was apparent explant damage. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was a cosmetic cut on the outer insulation, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.